Manufacturer narrative:
This event occurred sometime in 2017. The devices were returned and evaluations are complete. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection was performed and noted burn marks on the chamber of both sets. This embedded particulate material (epm) is part of the plastic itself and would not pose any functional issue to the device or any risk of the material being dislodged hence is considered as a cosmetic defect. The cause was determined to be related to the material used during manufacturing. The chamber is supplied from an external supplier. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was black/brown particulate matter inside the drip chamber of two (2) solution administration sets. One set had been removed from its package at the time the issue was noted; the other set was still in its original packaging. This was noted before use. There was no patient involvement. No additional information is available.